Event description:
Failed hemiarthroplasty; oxiginal surgery performed at outside facility in 2000. Surgery performed after left humerus fracture. Intra-op brachial artery laceration occurred; pt continued to have pain & difficulty with activities, and was admitted to this facility 8 months later for 5 days. Left hemiarthroplasty performed. Old components removed and sent to pathology and back to biomet, inc. Md documented: "dissociated head".